Event description:
The customer reported approximately ten (10) milliliters of waste fluid leaked from the waste chamber and onto the counter involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a clog in the pressure line from pinch valve vl53, which caused the waste chamber to overflow through the vent line. The fse removed the clog and cleaned the chamber ports to resolve the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).